Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure and mesh was used. The patient experienced a relapse in which one side of the mesh was torn and slipped into the fracture gap. No additional information was provided.